Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded lcd board. No button error alarms noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at lcd window corners and battery tube threads. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.